Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in emergency room after receiving 4 shocks. There were several non-sustained tachycardia episodes, and a sustained tachycardia episode with premature ventricular contraction(pvc) and t wave oversensing. Currently, there are occurences of pvcs and no t wave over sensing. The patient was helping someone move furniture at the time of the shocks. The lead remains in use. No further patient complications have been reported as a result of this event.